Event description:
It was reported that during the post operative echo-cardiogram the patient was to have a pericardial effusion. At that time, a perforation was noted and the patient was taken back to the operating room. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.